Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple acute and chronic driveline infections with most notable cultures for methicillin-resistant staphylococcus aureus (mrsa), pluralibacter and m abscessus. On (B)(6) 2021, the patient had a short course of vancomycin and was transitioned to daptomycin after infectious diseases consult for lack of improvement. Surgical intervention was also discussed but it was not performed, and patient was discharged home with IV daptomycin followed by minocycline 100mg twice a day. On (B)(6) 2022, they were admitted for driveline infection and was placed on IV vancomycin and rocephin (ceftriaxone). The patient was admitted again from (B)(6) 2022 for acute on chronic driveline infection and was treated with coordination of antibiotics and was started on imipenem, amikacin, and linezolid. They were admitted again on (B)(6) 2022 for the infection and was treated with tedizolid and imipenem/cilastatin 500 every 12 hours and was discharged on (B)(6) 2022. As of (B)(6) 2022 the patient had met with an infectious disease specialist and was to continue clofazimine 100mg daily, tedizolid 200 mg daily and imipenem, 500 mg every 12 hours. Despite multiple infectious diseases interventions, the driveline infection was not resolved. The patient ultimately underwent a heart transplant on (B)(6) 2022. Although the infection factored into their listing, the patient was using the standard 30-day time. The lvad was working as expected at the time of the transplant.

Manufacturer narrative:
Onset of infection began in MFR # 2916596-2018-00413. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.